Event description:
When the channel door was opened, the safety clamp on the IV tubing did not engage. The IV pump channel failed to control the flow rate of the medication. Instead, the medication was able to free flow into the IV line when the roller clamp was opened. Tubing reviewed and was not an issue.